Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed it was fractured. Evaluation revealed signs of torquing at the fracture location. If the catrx is torqued unrestrained against resistance, damage such as fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed ovalizations and bends along the catheter. This damage was incidental to the complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in anterior tibial artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. The physician completed one pass using the catrx. After the completion of the procedure, the physician observed under fluoroscopy that the catrx fractured at the distal end in the common femoral artery (cfa). The patient was transferred to the operating room and a cutdown surgery was performed to remove the fractured catrx. No portion of the catrx was left in the patient's body. It was reported that the patient was discharged the next day and was doing fine.